Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an untreated episode in (B)(6) 2025 due to noise and t-wave oversensing. Technical services (ts) was consulted for further review of the episode and also of the post-implant x-ray. Ts confirmed the episode was due to a combination of myopotential with t-wave elevation. Ts recommended investigating primary vector as a permanent sensing vector, evaluating the signal in primary in lie and in sit for stability and perform myopotentials tests, and consider also performing an exercise test. Ts also confirmed the x-ray image provided was unremarkable. No adverse patient effects were reported. Additional information received indicates the patient received an inappropriate shock while running on (B)(6) 2026 due to t-wave oversensing. The patient agreed not to exert themself until an exercise test is performed on (B)(6) 2026. Ts was consulted once again for further assistance. Besides the inappropriate therapy, no other adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.